Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a u9000 set. During function testing the machine failed the self-test stress test and the user was recommended to check the bypass pipe and u9000 bracket. This is when the u9000 was found to be leaking there was no patient involvement. No additional information is available.